Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone number (B)(6). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review part number: 04.034.452s, 10mm ti cann tibial nail - ex w/prox bend 360mm ¿ sterile. Lot number: 25p2927 (sterile). Manufacturing location: (B)(4). Manufacturing date: 15-nov-2019. Expiration date: 31-oct-2028. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16868 by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to delayed union¿ does not indicate breakage of the nail. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal revision surgery was performed due to tibia delayed union. The date of the original implantation was unknown. The procedure was successfully completed with no known surgical delay this is report 2 of 6 (B)(4).